Event description:
It was reported that the pump exhibited a faulty plunger position reading and may need a main board. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked under the l-bracket. Syringe empty message found in pump event history log. During the functional testing the syringe empty message was found at beginning of syringe test and the reading of position pot reading stuck at 4.755 even when the plunger assembly was moving in and out of pump. The position pot cable connector was not plugged into main board. This root cause of this issue was caused by the customer's incorrect assembly of the device. Plugged in position pot cable connector tightly into main board. Performed preventative maintenance and all functional testing which passed.